Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact root cause of the rupture and embolization is unknown. However, it could be related to the unicorn procedure by deploying the valve through the small incision of the native aortic leaflet or to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist and through implant patient registry (ipr), this was an off-label procedure called the unicorn (undermining iatrogenic coronary obstruction with radiofrequency needle) to prevent coronary artery obstruction prior to valve implantation. Upon inflation of the 29mm sapien 3 ultra resilia valve with nominal volume within the modified leaflet, it was reported that when the valve was being deployed, an annular injury/rupture occurred. Open surgery was not considered an option for this patient. Additionally, the first valve seemed lower than where initially implanted, 70/30 aortic/ventricular. A second 29mm sapien 3 ultra resilia valve was implanted in the first valve with hope the leaflet from the first valve would close off the annular rupture. The plan was to place the second valve completely inside the first valve. However, the valve was deployed approximately 40% more aortic than first valve. During chest compressions, prior to patient going on ECMO, the valve slipped down from the annulus and was mostly in the lvot. A decision was made to implant a 3rd valve. After the valve was prepped, crimped and about to be implanted, anesthesia informed the structural team that the patient's ventricle and ascending aorta had thrombosed and called the patient deceased. There was no central leak post valve implant. There was no use error that lead to any negative outcomes or patient injury. There was no device malfunction/difficulty using the device during case. The perceived root cause of the embolization of the valves was chest compression. The perceived root cause of the annular rupture was calcified anatomy. The annular area was 572 with moderate to severe calcification.

Manufacturer narrative:
Supplemental report to reflect engineering evaluation findings. Sections b4, g6, h2, h6 investigation findings and instigation conclusions have been updated. The IFU, s3/s3u/s3ur thv with commander delivery system and the procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The embolization was confirmed based on the information provided from the field clinical specialist (fcs). A review of IFU/training materials revealed no deficiencies. In this case, chest compressions were performed, and the applied force may have pushed the implanted valve toward the ventricle, potentially contributing to the reported valve embolization. As such, available information suggests that procedural factors (chest compression) may have contributed to the complaint event. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed.